Event description:
It was reported that the patient experienced low voltage and no external power alarms despite changing the battery clips, system controller and recalibrating all the batteries. It was said that all the batteries were fully charging and all green lights were present on the battery charger. The patient was admitted to the hospital and placed on wall power. Log files were submitted for review and captured no external power alarms and low voltage events on an unknown date due to the clock running at default timestamp. The cause of these events was due to the power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. Log files from the patient's previous system controller were submitted for review. The log file did capture some intermittent indications of a weak connection between the batteries and battery clips. It was noted that the system controller from both sets of log files were about 5 years old. The patient's system controller, modular cable, battery clips, and batteries were exchanged the next day on (B)(6) 2026. It was noted that there was some corrosion on the patient batteries and that they had one set of bad battery clips. X rays of the driveline were also performed. Log files from the new system controller were submitted for review and appeared to capture a system controller exchange on (B)(6) 2026 at 1618 and low voltage hazard/ advisory events noted at 1620-1621 while on battery power. There was no further voltage events noted in the log afterwards.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.